Event description:
The facility biomed reported a colleague infusion pump with failure code 550:320:654:0000. It is unknown when, or in which care area, this event occurred. The device was found stuffed in a closet. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.09.90 - colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a disconnected main speaker harness. The main speaker harness was reconnected to correct this condition. Similar reports have been received for the reported problem. This issue has been escalated to CAPA. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.